Manufacturer narrative:
Submit date: 3/30/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a leak was found with the connector of the catheter during dialysis treatment for the patient. There was a cleft (split) on the venous side. The physician replaced it with a new catheter. There was no patient injury reported.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There is no nonconformance records (ncr) related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to the reported condition during a period of six months prior to the manufacturing date. The complaint is related to a permcath catheter; however a mahurkar catheter 11.5fr x 13.5cm was received with other new components that did not show signs of usage. The catheter was received without the red adapter on the arterial extension and a red adapter was received detached, separate from the catheter. This adapter showed heavy signs of use. Visual inspection was performed and it was observed that the red adapter was cracked on the thread pitch area. The adapter presents marks that indicate the use of some instrument. The venous adapter and the extensions of the catheter received did not present any visible issues. Based on the complaint description that states that the physician used a new catheter to replace the defective adapter and the sample evaluation that revealed a catheter without signs of use and the adapter with heavy signs of use, it could be concluded that the red adapter received belongs to the permcath catheter and the mahurkars adapter received was used use to replaced it. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performed 100% inspection for cracked adapters per procedure and the incoming inspection was performed. The instructions for use (IFU) state that the customer should perform an inspection before using the device. The reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The most possible root cause can be considered as misuse. A health hazard evaluation (hhe) and corrective and preventative action (CAPA) will be addressing this failure mode. No further corrective or preventive actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.